Event description:
Lead part of a revision due to infection. Implant (B)(6) 2006. Lead cut and capped (B)(6) 2012. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).